Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother stated that they had high blood glucose of 600 mg/dl at the time of incident. Troubleshooting was done. The customer's mother stated that the insulin did not exit. The customer's mother was advised to change the entire infusion set. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.